Manufacturer narrative:
Evaluation summary: the analysis results found that the devices were returned in good physical condition. The devices were tested with a generator and was functional. There were no anomalies noted with the functionality of the devices. No error code 5 was noted during testing.

Event description:
It was reported that during a lap appendectomy, they received an error code 5 after the surgeon had taken approximately 4-5 bites with the instrument. They replaced the instrument with a second device and the same problem persisted after 4-5 bites. The doctor converted to open to complete the case. No patient details were available from the caller. During troubleshooting after the procedure, it was determined that the customer received error fault 17 (hp gunked blade), error fault 19 (hp with loose blade) and error fault 1c (pre-run attachment). Additional information: or staff advised that the patient had other problems - lymphoma and taking chemo. Surgeon wanted procedure to get over as quick as possible. Appendix had rupture. Patient had poor tissue. Patient dehisced; wound pack in. Patient doing okay. Patient male; no other information available as to hgt, wgt.